Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to will not recognize a closed door. Door not fully latched messages were experienced during the evaluation. They were caused by an out of adjustment lower door hook, which caused the force required to secure the door to be above expected levels. The door hooks and latch pins were reworked to correct this condition.

Event description:
It was reported that a spectrum pump did not recognize a closed door. It was also reported there was no pt involvement.